Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a nail expert ablation procedure performed on (B)(6) 2018 some nonfunctional products were received from a loan kit. There was blunt screwdriver, insufficient screwing footprint, so the surgeon couldn't remove the nail and had to close the patient. Patient consequences reported as nail could not be removed and the patient had to go through an anesthesia for nothing. This report is for one (1) stardrive screwdriver t25/self-retaining. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Retracting the surgical delay information reported on the previous follow-up medwatch. This information was reported inadvertently on the medwatch. Complainant device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter name, and email address. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: updated additional event information provided. Device was used for treatment, not diagnosis. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 04/26/2018: patient status / outcome : surgeon was to remove the nail, however, the female patient kept the nail and went through with the anesthesia. Surgery was not delayed due to the reported event.